Manufacturer narrative:
The customer sent the patient sample to a reference laboratory for analysis by elisa. Units of measure were not provided for the results. On (B)(6) 2017, the cmv igg result was 0.38. The patient also had cmv-igm result of 0.34 and a cmv-igg avidity result of "negative." No cmv-specific antibodies were detected. The customer also obtained a questionable result for one additional patient sample (patient b, female, (B)(6)) using the elecsys cmv igg assay on the e602. The results were released outside of the laboratory. On (B)(6) 2017, the initial result for patient b was 7.70 u/ml (reactive). On (B)(6) 2017, the sample was tested using a diasorin reagent with a result of 6.45 u/ml (non-reactive). On an unspecified date, the sample was tested using an "elisapks medac" with a result of "non-reactive". There was no allegation that an adverse event occurred for patient b. Investigation activities are ongoing. (B)(6).

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys cmv igg assay and elecsys toxo igg immunoassay results for one patient sample on a cobas 8000 e 602 module (e602), serial number (B)(4). This medwatch is for the cmv igg results. Refer to medwatch with a1 patient identifier (B)(6) for the toxo igg results. All results were released to the physician. The cmv igg result from the e602 was >500 u/ml (reactive). The sample was tested using a diasorin reagent with a result of <5.00 u/ml (non-reactive). The toxo igg result from the e602 was >650 iu/ml (reactive). The sample was tested using a diasorin reagent with a result of <3.00 iu/ml (non-reactive). There was no allegation that an adverse event occurred. Samples were requested for further investigation; however, the customer preferred to send the samples to a reference laboratory for additional testing.

Manufacturer narrative:
Calibration signals were lower than expected and the laboratory staff does not calibrate the instrument frequently. Quality controls were acceptable, with periodic high signal drift. No samples were received for investigation for cmv igg. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.